Event description:
A physician reported that his patient presented with pain 2 years following the essure implantation procedure. An hsg showed that one of the essure micro-inserts was located outside of the fallopian tube. The physician removed the essure micro-inserts laparoscopically and also performed a hysterectomy. One of the micro-inserts was found adhered to the patient's bowel; no bowel perforation observed. The physician believes that the patient's pain was directly related to the essure micro-inserts. The patient was still experiencing discomfort following her hysterectomy and micro-insert removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.